Event description:
It was reported that multiple intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Customer resumed insulin and will bolus again and if that fails, the customer will change the cartridge and resume insulin.